Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32506, 3006705815-2020-32507. It was reported the patient was experiencing high impedances on one of the leads causing semi-satisfactory coverage. Physician chose to replace the complete system to eliminate any chance of reoccurring issues. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.